Manufacturer narrative:
The recipient has reportedly healed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2024. The explanted device was received at the company on (B)(6) 2024, and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a lack of benefit from the device. A review of the recipient's test data indicated impedance issues despite device testing within normal limits. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual and photographic inspection. System lock was verified. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.